Manufacturer narrative:
Analysis: the device was not returned for analysis, and without the return of the valve for analysis, a root cause of the issue cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process for this device utilizes a sterilant at 0.2% concentration for 20-24 hour exposure at 38-42c, which has an anti-microbial effect on streptococcus species; it has also demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Conclusion: it is unlikely that the reported organism originally came from the device and/or manufacturing valve process. Cardiac dysrhythmias (i.e. Heart block and left bundle branch block) are known potential adverse effects for this device. A conclusive cause of the reported congestive heart failure could not be determined from the limited information available.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 3 years and 7 months post-implant of this bioprosthetic valve, the patient presented with endocarditis (organism: strep bacteremia) and was treated with antibiotics. 3 years and 8 months post implant, this valve was replaced valve-in-valve due to severe aortic insufficiency, a prolapsing leaflet noted on a transesophageal echocardiogram (tee), increased gradients, left bundle branch block (lbbb), mild congestive heart failure (chf); and first degree heart block. Pre-operative, echocardiogram revealed mean gradient of 19 mmhg, and peak gradient of 36 mmhg. At the time of the valve-in-valve procedure, blood cultures were found to be negative, and no vegetation was found on the valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.